Event description:
Event description guidant received information that this pacemaker was not implanted due as one of the setscrews in the left ventricular port became stripped. Therefore, this device was explanted and returned for analysis. A new guidant device was successfully implanted.